Event description:
It was reported that an external fluid leak was observed from the effluent tubing of a prismaflex m150 set during continuous renal replacement therapy. The tubing "disconnected and came loose". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the effluent pump segment was disconnected from the support plate. The reported condition was verified. There was a non-homogenous mark of solvent on the tubing of the pump segment; therefore, the disconnection was due to the lack of solvent application during manufacturing. The cause of the leak was due to the disconnection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.